Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) the subject device and found the following; the bending section rubber adhesive had been worn and cracked. The bending angle did not meet specification. The angulation knobs had slack. The angulation was tight and heavy due to worn bending section. The adhesive around the distal end lenses had been worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. All channels: pseudomonas aeruginosa (10-100 cfu). Second time; (B)(6) 2021. All channels: gram-negative bacteria (>50 cfu). Third time; (B)(6) 2021. All channels: pseudomonas aeruginosa (<10 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.